Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited high out of range pacing impedance measurements. Additionally, loss of capture was observed. The patient does not require atrial pacing, so the device was programmed vvir. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The system will continue to be monitored and the lead will be revised at a later date. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). This device has not been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Additional information was received indicating the patient needed more atrial pacing. An invasive procedure was performed. The lead was surgically abandoned and the device was explanted. Both products were successfully replaced. No additional adverse patient effects were reported.